Event description:
Kimberly clark received a medwatch indicating that while removing the dilator, the sleeves came off and were retained in the patient's stomach unknown to the proceduralist. The pieces were seen during a CT scan required for unrelated issues 6 months later and were removed via endoscopy. The facility reported that the patient did not experience any harm. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
A sample has not been received for evaluation. The device history record was reviewed for the lot number provided and no anomalies were documented. No additional information has been received. This event will be trended, and a follow-up report will be sent if additional relevant information is available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.